Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Patient code 2017: failure to follow steps/instructions.

Event description:
This is filed for death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a small atrium and a prolapsed anterior leaflet. A few days prior to the procedure, the patient presented with cardiac arrest for which was hospitalized. On (B)(6) 2019, the patient underwent a mitraclip procedure. A low transseptal puncture was done. The mitraclip device was advanced without clear echo view. While turning the m-knob in order to steer down to mitral valve, resistance was felt. In the physicians opinion, this resistance was suspected to be due to the clip not being free in the left atrium as it was touching the crista terminalis atrii dextri. Due to this maneuver, rupture of the left atrial tissue was observed. In the following minutes, blood pressure decreased and a pericardial effusion was noted on echocardiogram. The clip was not implanted and the steerable guide catheter (sgc) and the clip delivery system (cds) were removed. The patient was sent for an open-heart surgery to stop the bleeding, however, the patient died in the following hours. The cause of death was the inability to stop the bleeding from the cardiac effusion. In the physician's opinion, user error contributed to death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per instructions for use, states: that ¿failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury¿. All available information was investigated and the reported device entrapment was due to reported poor image resolution and improper incorrect procedure or method as the device contacted the patient¿s atrial wall (rim). The reported dc shaft positioning and physical resistance are cascading effects of device entrapment and are due to procedural circumstances. The reported patient effects of atrial septal defect (atrial perforation), pericardial effusion, hypotension and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported atrial perforation appears to be due to device entrapment and the reported patient effects of hypotension and pericardial effusion are cascading effects of the reported atrial perforation. The reported death was a cascading effect of the reported pericardial effusion/operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.